Manufacturer narrative:
On(B)(6)2019 , it was noticed that an incorrect date was inadvertently reported in section b5. Event description of the initial 3500a report transmitted to FDA. The correct date is (B)(6)2019 . The incorrect statement states: "this event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through sem analysis on (B)(6)2019 and has reassessed this complaint as reportable." The correct statement should say: "this event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through sem analysis on 04/23/2019 and has reassessed this complaint as reportable." Manufacturer's ref # (B)(4).

Manufacturer narrative:
It was reported a patient underwent a atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole on the pebax of the thermocool® smart touch® sf bi-directional navigation catheter. It was initially reported by the customer that during the procedure a signal noise occurred at the tip of the electrode. The cable was re-changed but the issue continued, so the thermocool® smart touch® sf bi-directional navigation catheter was re-changed. After replacing the catheter, the issue was resolved. The procedure was successfully completed without patient's consequence. On 4/23/2019, during product evaluation which included a scanning electron microscope (sem) analysis, the analysis showed evidence of mechanical damage and a hole on the surface of the pebax. It¿s possible that damage was caused by an unknown object. No other anomalies were observed. The findings of a damage has been assessed as an MDR reportable malfunction. Device evaluation details: the device evaluation has been completed. The device was visually inspected and it was found in normal conditions, then, during the second visual inspection under the microscope, a reddish material was observed inside the pebax. An electrical test was performed and the catheter failed, no electrical readings were observed on electrode # 1. A failure analysis was performed and the catheter was dissected on the tip area, the electrical wire was found broken causing the improper electrical signal. Additionally, a scanning electron microscope (sem) testing was performed on the pebax area and the results showed evidence of mechanical damage causing and a hole on the pebax surface. Is possible that damage was caused by an unknown object. No other anomalies were observed. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the electrical issue cannot be determined. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device 30136309l number, and no internal action was found during the review. (B)(6). Manufacturer¿s ref #(B)(4).

Event description:
It was reported a patient underwent a atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole on the pebax of the thermocool® smart touch® sf bi-directional navigation catheter. It was initially reported by the customer that during the procedure a signal noise occurred at the tip of the electrode. The cable was re-changed but the issue continued, so the thermocool® smart touch® sf bi-directional navigation catheter was re-changed. After replacing the catheter, the issue was resolved. The procedure was successfully completed without patient's consequence. The customer¿s reported issue of noise on the electrodes has been assessed as not MDR reportable since the risk to the patient is low. On 4/2/2019, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis observed no damage or anomalies. These findings are not MDR reportable. On 4/23/2019, during a second visual analysis, the complaint catheter was inspected under the microscope and a reddish material was found inside the pebax. This finding was assessed as not reportable since the analysis showed that the integrity of the device is maintained. The potential that this type of finding could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 4/23/2019, during further analysis which included a scanning electron microscope (sem) analysis, the analysis showed evidence of mechanical damage and a hole on the surface of the pebax. Is possible that damage was caused by an unknown object. No other anomalies were observed. The findings of a damage has been assessed as an MDR reportable malfunction. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through sem analysis on 04/24/2019 and has reassessed this complaint as reportable.